Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported noise and non-sustained vt episodes.

Manufacturer narrative:
Following product return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine device follow-up, noise contributing to logged ventricular tachycardia episodes, was exhibited. Additionally, high impedance values were noted. The high impedance values were reproducible with isometrics and the physician suspected a device-lead connection issue. This suspicion was later dismissed, as surgical intervention confirmed an uncompromised connection. The device was ultimately explanted and will be returned for analysis. No resulting adverse patient effects were reported and another boston scientific device was successfully implanted.

Event description:
--